Manufacturer narrative:
Product event summary: though at analysis the stated reason for return that the programmer restarts continuously when the analyzer session is open was confirmed, it was attributed to the defective analyzer and not to the programmer itself. Analysis did note that both latches from the cable bay, the paper draw and the micro switch from the printer were all broken, the stylus was freezing during operation and that an error was found in the software history. The cable bay, paper draw, printer and stylus were replaced, the stylus was calibrated, new software was installed and the device cleaned. It then passed its electrical safety and all final functional and systems tests.

Event description:
It was reported that the programmer restarts continuously when the analyzer session is open. It was also stated that the analyzer and programmer would be returned to service. There was no patient involvement associated with this event. It was further reported that the product had been returned to service.